Event description:
On (B)(6) 2013 the customer reported that this right atrial (ra) lead had the following measurements in the bipolar configuration: 110 ohms pacing impedance, 2.5 mv p-waves, and capture thresholds of 4.5 v at 0.5 ms. In the unipolar configuration the pacing impedance was 350 ohms, p-waves were 1.8 mv and thresholds were 3.5 v at 0.5 ms. The lead was surgically abandoned and a new ra lead was implanted. The patient's pacemaker was changed out due to normal battery depletion as well. No adverse patient effects were reported. The lead was actively implanted for approximately 14 years, 11 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. A new ra lead was implanted and the patient's pacemaker was changed out due to normal battery depletion as well. No adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.